Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that their level 1 ecre qc was out of range after acln was performed. Upon the siemens customer service engineer, the customer replaced the reagent 3 probe and the issue resolved. Siemens healthcare diagnostics has confirmed that in isolated cases when ecrea is processed immediately after the weekly automated acid clean routine during probe test, there is the remote potential for an elevation of greater than 15 percent in the ecrea result. While siemens understands that customers routinely run quality control (qc) after system maintenance, it is particularly important to run ecrea qc after the probe test to identify a potential elevated ecrea result. Customers in the united states were sent urgent medical device correction (umdc) vs-17-01.a.us and customers outside the united states were sent urgent field safety notice (ufsn) vs-17-01.a.ous in march 2017. The umdc and ufsn are entitled "elevated enzymatic creatinine (ecrea) results following dimension vista acid clean (acln) routine." The umdc and ufsn explain the issue, the risk to health, and the actions to be taken by the customer. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer contacted a siemens customer care center and reported that their level 1 quality control (qc) for enzymatic creatinine (ecrea) was recovering high, out of range after the acid clean procedure (acln) was performed on a dimension vista 1500 instrument, while using kit lots 17171aa and 17263aa. After troubleshooting, the customer repeated qc, which was acceptable. No patient samples were processed while qc was out of range. There are no reports of patient intervention or adverse health consequences due to qc being out of range.